Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion a supplemental report will be filed.

Event description:
It was reported that bd insyte autog bc needle retracted slowly. The following information was provided by the initial reporter: complaint: "the 20g IV needle did not snap back right away when the button was pushed, and I had to hold the pink part of the catheter for the needle to snap back." 1. Are you able to provide the dates of the events in the format of dd-mm-yyyy? If unknown, can state unknown. 11-01-2023. 2. How was the patient outcome? Are there any clinical signs, health consequences or impact? None. 3. Any adverse event or serious injury reported to patient or health care professional? No.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: the complaint of needle retraction complications when activating the safety mechanism could not be confirmed from the two 20g insyte autoguard units that were received in sealed packaging from lot #3096287. A functional test revealed no issues with needle retraction. A review of the inspection records and quality/manufacturing controls for the implicated lot indicated no issues with the manufacturing process. Although the complaint could not be confirmed, the complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Investigation conclusion(s): the defect of failure to retract was not confirmed. Probable root cause conclusion(s): cannot be determined in the absence of a confirmed defect.